Event description:
It was reported that the generator had only been implanted for about a month when the 11-25% battery status indicator was seen by the physician. The generator was programmed to very high settings, but the battery would not be expected to be that low within one month. Data from the generator was reviewed, which indicated that the 11-25% battery status may have been related to beginning-of-life battery impedance leading to a false low battery warning. The battery voltage in these cases usually rebounds over time. However, further data has not been reviewed, so this case cannot be confirmed. The device history record of the generator was reviewed, and the device conformed to all specifications prior to release. No further relevant information has been received to date. No surgery has occurred to date.

Event description:
Clinic notes were received, which indicated that the vns battery is now at 75-100% and stated that the battery has improved, confirming that the battery rebounded over time. No other relevant information has been received to date.

Event description:
The patient received a full system explant due to premature battery depletion, low impedance and pain in the neck, and it was stated that the patient's seizures were not well controlled with this device like the previous one. It was stated that the patient¿s generator was 75% full prior to surgery, however previously it was showing the battery life was less. Low impedance, pain and painful stimulation, and increased seizures are captured under MFR. Report# 1644487-2018-01365. The explanted products have not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
The lead and generator were received for product analysis. The lead underwent product analysis and it was found that the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No anomalies were identified in the returned portion of the lead. The generator underwent product analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.